Event description:
It was reported that a stent break occurred. Vascular access was gained via the femoral artery. The 2.6x28mm, 65% stenosed, eccentric, de novo target lesion was located in the severely tortuous left anterior descending (lad) artery with a <=45% bend. The lesion was predilated with an unspecified semi compliante 2.5mmx32mm balloon reducing the stenosis to 10%. The 2.75 x 32 synergy stent was implanted, however it was noted that the middle portion of the stent is suspected to be broken. No further patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).